Event description:
It was reported patient underwent a bio-modular total shoulder procedure on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2011 for unknown reasons. In addition, the patient had another revision procedure on (B)(6) 2013 due to instability issues with the rotator cup. During the procedure they made a lower humeral neck resection and removed the components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 0001825034-2013-00687/ 00689).